Event description:
The following description of the event was copied from a carefusion ventilation complaint form submitted on behalf of user facility in (B)(6) by the distributor in (B)(4) and forwarded to carefusion us via e-mail attachment from carefusion (B)(4) (our EU representative). "Ventilator announces "circuit occluded, high peak and safety valve" and we could not get ventilation setting as breathing was interrupted by machine. I tried to calibrate expiratory pressure transducer. Vent showed "calibration error."

Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). The distributor in (B)(4) was shipped a replacement gas delivery engine (gde) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty gas delivery engine (gde) for evaluation. As of april 22, 2015 the alleged gas delivery engine (gde) has not been received.